Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, both universal surgical manipulators (usm1) and usm2 drifted. No known impact or patient consequence was reported. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the additional information: there was no patient injury. The system had a repetitive issue for arm drifting (surgeon noticed while performing the surgery). The fse replaced the mtml to resolve the issue and tested all the arms. The system is working good.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtml). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the mtml for evaluation; therefore, evaluation has not been completed as of the date of this report.